Manufacturer narrative:
H.6. Investigation: a complaint was received regarding missing lid(s) and investigation was completed with the information provided. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot 1102927 reported, additionally, a review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. H3 other text : see h.10.

Event description:
It was reported that sharps coll chemo 9gal yellow was missing lids. The following information was provided by the initial reporter: it was reported that the customer received 1 case of containers without lids.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll chemo 9gal yellow was missing lids. The following information was provided by the initial reporter: it was reported that the customer received 1 case of containers without lids.